Event description:
It was reported by repair work order that the siderail would not lock into place due to the latch handle being broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.